Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) displayed check iab catheter. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). Testing of actual/suspected device: a getinge authorized dealer engineer was dispatched to investigate. The engineer evaluated the iabp unit and the power-on test showed that the balloon was under pressure. Initially, the engineer entered the engineering mode to test the average pressure in the performance test which revealed to be abnormal. The engineer then tested the air leakage, however, found that the k6, k6a, k7, k8 leak test was preliminarily inferred. After replacing the k6, k7 and k8, the unit passed the air leak test and further confirmed that the manifold drive was abnormal. Moreover, after replacing the k6a, the casting abnormality did not improve. The engineer again entered into engineering mode for various confirmations and found that the pressure part of the performance test is abnormal. However, the test pipelines are normal without air leakage. The unit was taken to the company for further inspection. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional testing was performed at a later date and it was noted that the insulator, drive manifold, and 5000 hour maintenance kit would need to be replaced. The customer has been provided a quote for repairs and repairs are pending customer approval. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Event site postal code - (B)(6).